Event description:
Unintentional retention of foreign object after procedure. Pt to cath lab on (B)(6) 2013 for fistulogram or declot. During the procedure, the proceduralist deployed a stent into the right upper arm. The stent floated free and traveled to the high brachial-subclavian vein. The proceduralist retrieved the stent by using a gooseneck snare and pulling back to the right axilla where it wedged. Pt was taken to surgery for right axilla exploration and stent removal. The stent was removed; however, a portion of the snare device was not retrieved.